Event description:
Patient had initial surgery (unk year) she had pain and swelling in her knee. MRI showed soft tissue swelling and a cavity in the tibia. A second surgery was performed in 2008. Doctor removed the screw, said the acl was intact, took bone from her hip and performed a bone graft.

Manufacturer narrative:
Product recall initiated 2007.